Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while infusing tpn, the infusion set broke off at the hub. There was no report of patient harm.

Manufacturer narrative:
The customer¿s complaint of tubing broke ¿separated¿ was confirmed. Visual inspection noted the vinyl tubing was completely separated from the distal smartsite outlet near the male luer. Examination under magnification observed both sides of the vinyl tubing had insufficient solvent applied at the engagement during manufacturing process. There were no other anomalies observed. Functional testing was not performed due to separation. Fluid was leaking from the separation. Dimensional testing was performed and the set was measured to be within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.